Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she woke up with blood glucose of 85 mg/dl. Customer stated that since then, her blood glucose has been going up. Customer stated that she had nothing to eat all day. Customer only had some coffee. Customer's blood glucose is 433 mg/dl. Customer has only treated with the pump. Customer had symptoms of high blood glucose such as vomiting. Customer stated that she is sending her son to go get her back-up plan. Customer does not have a tubing clamp but will call back with it tomorrow. Customer checked her blood glucose again and it was 450 mg/dl. Customer opened a new vial of insulin and was able to rewind/prime and insert. Customer stated that she wants to monitor her blood glucose for a little while before treating again.